Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
The customer reported complaint of the pcu (8015) keypads resulting in the devices not turning on was not functioning was confirmed. Physical inspection noted the keypads were observed to be in good condition with no irregularities observed. During internal inspection, 2 out of 3 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Keypads that fail to power on the cad pcu test fixture with the system on key had the test fixture keypad utilized to power on in maintenance mode for completion of keypad testing. Test results identified s/n (B)(6) no issues observed during functional testing. Electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only the front case assembly with keypad was provided for investigation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.